Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. During initial evaluation, a crease was observed on the anterior aspect extending to the posterior. Also, another crease was observed on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the posterior aspect within a crease line, measuring approximately 0.3 cm. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage, nor the origin of the brown material observed. The manufacturing record evaluation (mre) for the lot number: 6947925 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient experienced bilateral ptosis and underwent removal and replacement with saline mentor smooth round moderate profile 200cc, catalog number 3501625, lot number 7626112, serial number (B)(4) (l) and (B)(4) (r). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/24/2019, mentor became aware that this report is duplicated with manufacturer's report number 1645337-2018-07332. Any additional event information received will be reported under this manufacturer's report number. The patient is caucasian. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 500cc saline breast implant, catalog # 3502500, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 500cc and experienced deflation on the right breast implant. As a result, patient underwent removal of the implant on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: it was reported that a 31 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 500cc and experienced deflation on the right breast implant. As a result, patient underwent removal of the implant on (B)(6) 2019. The device was returned to mentor without fluid inside. Brown material was observed within the device. During initial evaluation, a crease was observed on the anterior aspect extending to the posterior. Also, another crease was observed on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the posterior aspect within a crease line, measuring approximately 0.3 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).